Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, ,product type programmer, patient; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the reporter was unable to adjust the stimulation on the external neurostimulator (ens). It was noted that there was an out-of-regulation (oor) condition on the device with a ¿call your doctor¿ icon seen on the programmer unit. Specifically, when the patient increased the stimulation on program 2 to 4.8 they observed the oor message on the programmer screen which had occurred for the first time today. In addition, the patient thought that they may have pulled out one of their wires (which was not confirmed on follow up) because they could only feel stimulation (but still got relief) on program 1 but not on program 2 and was only getting stimulation on their left side. The patient kept the side on where they could feel the stimulation until their appointment with their physician. Because this was a trial phase of testing, the patient felt comfortable with keeping the stimulation on one side knowing that it helped both sides before they lost the stimulation and opted to move to the permanent implantable device. Based on this decision, the physician chose not investigate the lead issues further. No further troubleshooting was performed and it was noted that the patient did not want to meet over the weekend for an attempt to reprogram the device. It was reported that the trial had ended for the patient with them receiving effective pain relief during the period and was to be moving on to the permanent device. No further details, interventions, or an outcome were reported regarding this event. Should additional information be received a supplemental report will be filed.